Manufacturer narrative:
This complaint was opened due tmj parts being involved in a revision that was reported as the result of a tumor that returned in the patients jaw. The surgeon reported that the tmj implants listed in this file were removed because the patient's tumor returned and the joint needed to be removed in order to access the joint. He also stated that there was no malfunction of the implants and confirmed that the parts will not be returned. There is no alleged malfunction of the implant and no indications that the part did not function as intended. The most likely underlying cause of this complaint is patient condition. The complaint is confirmed as the surgeon stated that implants were removed in order to access the tumor. There are no indications of manufacturing defects for these products. Report two of seven for the same event, reference 0001032347-2016-00274-1 through 0001032347-2016-00280-1.

Manufacturer narrative:
UDI #: (B)(4). Review of the device history records shows that the lot was released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 2 of 7 for the same event. Report 1, and 3 through 7 is reported on MFR #0001032347-2016-00274, and 0001032347-2016-00276 through 0001032347-2016-00280.

Event description:
It was reported that tmj revision occurred as the result of a tumor that returned in the patients jaw. There was no allegation of implant failure in order to access the tumor the joint was removed